Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what was the exact surgical procedure to include organ undergoing ablation? Kidney ablation. What was the exact location of burn compared to the ablation site? Unknown. Was the ablation procedure percutaneous or open? Percutaneous. During procedure, were any other energy devices used (electrocautery, etc.)? No. How was the burn site identified? Please describe shape of burn. Only described as small. Trauma surgeon located but details unknown. How was the burn addressed? Sutured. Are video or photos available for review? No . Does the surgeon believe the burn is from the neuwave device? Not completely sure, but stated that the ablation procedure was the only procedure in the days prior to event. Are patient demographic available? Male is only detail known. What is the current patient status? Pt fine but now has a large scar due to the trauma surgeon repairing open and not laparoscopically.

Event description:
It was reported that 2 days after an ablation procedure in (B)(6) the patient experienced abdominal pain and presented to the ER. It was diagnosed that there was a small illiac burn hole in the bowel. The patient was opened and the hole repaired.

Manufacturer narrative:
(B)(4). The system data log was reviewed. A pr15 probe, (B)(4), was connected to channel 3, and tested successfully. Another pr15 probe, (B)(4), was connected to channel 2 and tested successfully. Both probes were put in and out of tissu-loc for 40 minutes. The ablation was set to 10:00 at 65w. The ablation completed successfully. Both probes cauterized for 20 seconds and were disconnected. This was the end of the case. The average temperature for probe 2 was 110c and 130c for probe 3. There were no problems or errors seen during this case. The system and its probes behaved normally, and with normal temperatures. There were no problems or errors seen during the case in device data log. Both probes were in the same lot. Lot ml17062816, work order (B)(4) was reviewed. There were no problems seen during the manufacturing or testing of this lot.